Event description:
The event involved a chemosafelock bag spikewhere it was reported there was leakage at the connector. There was no reported impact of the event on the patient and medical institution worker. It was stated, ¿in the hospital chemotherapy room, when the user changed to anti-emetic products after priming, they found leakage at the connector. One actual sample (kl-bs001u3) was received. In addition, chemosalelock infusion set was also received. Upon visually checking the appearance, damage was confirmed on the top surface of main seal. After connected the sample to our in-house saline bottle, we applied pressure, wherein no leakage was observed. Liquid flow check was performed under gravity after connected the sample to the returned chemosafelock in fusion set. Leakage was observed at the back of clips of chemosafelock connector. On the other hand, replaced the sample with our in-house kl-bs001u3, and liquid flow check was performed same as above. No leakage was observed.¿ the reported issue was considered to be a production-origin issue, based on the sample evaluation results. The report initially came from (B)(6) hospital. The issue was not detected prior to direct patient use, it was noted during infusion. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. There was patient involvement but no harm in the event.

Manufacturer narrative:
A series of photos were shared by the customer, where a drop of water is coming from the connection with the chemolock and chemosafe, and a tear over the seal is observed. No additional damage or anomalies are observed. One (1) used. List #kl-bs001u3, chemosafelock bag spike and one (1) used unknown, infusion set connected to an unknown, chemolock injector were returned for evaluation. As received a small tear over the top seal on the kl-bs001u3 was observed, no additional damage or anomalies were observed. The sample was primed, and no leak was observed. The set was connected with the returned mating device (chemolock) and leak at gravity pressure was confirmed. The chemolock of the chemoselock was dissembled a deformed spike and a tear over the top seal was observed. Complaint of leakage can be confirmed. The probable cause of the outside damage seal is unknown. However, the probable cause of deformation spike happening due to a conveyer damage during molding process. A device history lot review was performed and no discrepancies, anomalies or nonconformances related to the condition reported by the customer were identified. Additional reporter: (B)(6).